Event description:
On (B)(6) 2012, the patient reported that he felt as though his primary infusion device was not functioning properly. He stated that it delivered too much insulin because he woke up with a low blood glucose level on (B)(6) 2012. He was able to dial 911, but he does not recall what treatment the emts provided. He stated that he would not have been able to treat himself. He was taken to the emergency room with a blood glucose level of 25 mg/dl. He was in intensive care for two days and in the hospital for a total of five days. He was taken off of infusion device therapy while at the hospital. He was given an IV, but does not known what it contained. Since the incident, he has been using his back-up infusion device and his blood glucose levels have returned to his normal range of 125-130 mg/dl. He stated that there had been nothing out of the normal to contribute to the low blood glucose level he experienced. The patient no longer has trust in his primary infusion device. The infusion device was replaced and requested to be returned for evaluation.